Event description:
A customer reported an issue related to their blood glucose (bg) levels that led to adjustments in their pump settings by a healthcare professional. During the event, the customer's lowest recorded bg level was 41 mg/dl, which necessitated treatment with candy, honey, and juice. Although the customer needed third-party assistance from nurses, there was no loss of consciousness or injury due to the low bg level. There was no adverse impact on the customer's blood glucose levels as the situation was managed successfully.